Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's device was no longer working and they couldn't get it to connect. They were not feeling stimulation and stated that "it was hard to say" if they were getting a 50% or greater reduction in symptoms, but noted they still had to go to the bathroom all the time. They found the stimulation was on program 3 and they increased it to 4.4, but still didn't feel anything, noting that, before if they got the stimulation that high, their leg would jump like crazy. The loss of stimulation occurred about two weeks prior to the report. It was also noted that they wanted to turn the stimulation off because they were going in for a surgery on the following day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional (hcp) responded to a letter. No details were known about the previously reported surgery. It is unknown what caused the device not working, inability to connect, and lack of stimulation, but it was observed after the implantable neurostimulator (ins) was reprogrammed. The actions/interventions taken to resolve the device not working, inability to connect, and lack of stimulation was the ins was reprogrammed. The issue was resolved at the time of the report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care physician (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient was having trouble turning the therapy on/off with the patient programmer. Additional information was received. The healthcare provider reported the cause of the trouble turning the therapy on and off was the programs were lost after the head and spinal injection procedure. The actions taken to resolve the reported issue was reprogramming the device. There were no further complications reported/anticipated.